Event description:
Nurse called reporting ongoing case with valve opened and being implanted with expiration date of april 2009. I called into product manager and marketing with no success, and finally spoke with compay rep. She tried multiple people in regulatory, but was unable to find anyone to take my call and answer any questions. I called the surgeon back and told him that the valve should be explanted, an another valve implanted. There was only one 29mm valve on the shelf, so I advised him to use an 27mm 2700tfx, as he was sewing it into a valsalva graft for ascending root replacement and aortic valve replacement. This was performed with no sequelae or adverse patient outcome. 05/18/09 facility rep spoke to (sales rep.) This morning. Apparently they caught the issue before suturing, but surgeon had to redo conduit as they only had one 29mm on shelf. Sales rep spoke to the facility personnel and was able to provide surgeon input. Expired valve was not implanted. Sales rep to fill out cer report, but surgeon not expecting any follow-up. Rn did not verbally announce expiration. Surgeon not upset at ew. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance..

Manufacturer narrative:
Device evalution: "cuts in the sewing fabric are evident along leaflets 2 and 3. The cuts are due to mechanical injury, since the threads of the fabric appears to be cut. No other inconsistencies detected, or in the x-ray." This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from rn head nurse to edwards sr. Product manager. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was returned for evaluation.